Manufacturer narrative:
This customer reported a failure to discharge via defib pads. The users switched to external paddles and delivered energy. There was no adverse impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported a failure to discharge via defib pads. The users switched to external paddles and delivered energy. There was no adverse impact to the involved pt.